Event description:
It was reported that the patient received four inappropriate shocks from the device for sinus tachycardia. The patient was taken by ambulance to the hospital and the device was checked. It was indicated that a device discriminating feature had intermittent success appropriately withholding therapy for sinus tachycardia, but the match scores were on the lower end of the spectrum. The electrogram source was reprogrammed and a new discriminator template was collected. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).